Event description:
It was reported that the target lesion was mildly calcified and mildly tortuous. The 4.0 x 15 mm nc tenku balloon ruptured during the third inflation at 16 atmospheres (atm). The procedure was continued using a new nc tenku balloon of the same size. No adverse patient effects were reported. There was no report of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.